Event description:
Customer reported that erroneous sodium and calcium results were generated by the unicel dxc 600i synchron access clinical system. The system is within calibration prior to the event. The results were not reported out of the laboratory. A recalibration of the system would correct the issue. No specific pt or other event details were provided. It is not known if there were any changes to the pt's care or treatment, however - the initial results were not reported out of the laboratory. There are no reports of any adverse events or need for medical intervention to prevent or preclude serious injury.

Manufacturer narrative:
The field service engineer (fse) visited the facility and examined the system. Culture results of the system were conducted and the results showed contamination with pseudomonas spp. The fse decontaminated the system and replaced the carbon bridge. Although several parts were replaced and this measure may have resolved the problem, a clear root cause could not be determined; accordingly no conclusion can be drawn. This reportable event was identified during a retrospective review of complaints conducted between (B)(6) 2008 and (B)(6) 2010 for additional reportable events.